Event description:
Event description guidant received information that this implantable lead displayed noise on the rate sense electrogam which inhibited pacing and caused inappropraite episodes. The noise could not be recreated. The rate sense portion of the lead was surgically abandoned. A new pacing lead was implanted. The device was explanted prophylactically and replaced with another guidant ICD due to the recall advisory. The device was functioning appropriately, and no patient symptoms were reported.